Manufacturer narrative:
The device was not returned for evaluation for this occurrence (2 of 2). Without the return of the sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in section a (throughout), b5 - describe event or problem, e4 - initial report sent to FDA and h6 health effect - impact code.

Event description:
This emdr record reflects the second of two occurrences under one parent complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that one of 5 units of spiros® closed male luer, red cap was found to have been occluded during patient use. The customer did not observe a physical defect on the device before the incident. The medication involved in this incident is 5 fluorouracile (5fu). The patient's initials are mor p, age 66, 70 kg. The patient was under chemotherapy; there was no significant change in his condition. There was a delay in treatment of 48 to 72 hours due to lack of diffusion, 5fu diffuser was remade so that treatment can be administered. The product is available for evaluation. There was patient involvement, no adverse human harm.